Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had high blood glucose lately and that there have been air bubbles in his infusion set tubing. The patient's blood glucose at the time of incident was 295 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The customer stated that the air bubbles were about three inches from the insulin pump and the size of the bubbles were an eighth of an inch. The customer confirmed that the insulin pump was not rewound with a reservoir in place. The insulin was also stored at room temperature. The customer stated that he would change the infusion set, reservoir, and insulin. No products were returned or replaced.